Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. The customer replaced the cartridge with a new one and was able to successfully resume insulin delivery.